Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported one of patient's leads had all high impedances, preventing patient from entering MRI mode. Surgical intervention was undertaken to address the issue; however, while addressing the issue, the other lead slipped down. As a result, the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.